Event description:
It was reported through clinical trial that a subject experienced hematmoa greater than or equal to 5 cm at the puncture site that required surgical intervention. The event is considered resolved, not related to study device or target lesion, and definitely related to study procedure.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.